Event description:
A power source alert 07 issue was reported by the caller. There was no adverse impact to the customer's blood glucose level. The problem was resolved when the caller plugged the charging cable into a wall adapter, which allowed the pump to begin charging, and no further assistance was required.